Event description:
While giving an injection to the pt using the suspect medical device, the needle broke at the hub and remained in pt's mouth. Dentist was unable to remove the needle, and the pt was referred to an oral surgeon who then removed the needle.